Event description:
It was reported that the patient was having difficulty recharging. It was noted that the most bars she could read on her device during a recharge session was 5. It was noted that she was asking the doctor to revise implantable neurostimulator (ins) pocket to bring ins closer to the surface for easier recharge. It was noted that using antenna locator the patient was showing ¿52 of 52¿ but was not getting any bars on her recharge efficiency indicator. It was further noted that no date was set for surgery as of report. It was reported the patient¿s pocket was revised. It was noted the patient could then get all eight bars on their recharger. It was reported the patient was very pleased. It was reported the patient was feeling good. It was noted the doctor ¿just shaved off some fat¿ from the pocket. It was reported the patient was able to get seven to eight coupling bars during recharge. It was noted the patient could recharge normally and was receiving effective therapy. Additional information relevant to pe (B)(4) was also reported.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).